Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this right ventricular (rv) lead was explanted due a fracture and impedance measurements greater than 3000 ohms. The entire system was explanted to allow the patient time to heal before implanting a new lead. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product evaluation was performed. The lead was confirmed to the electrically continuous. An x-ray confirmed that there was no fracture on the coils where the extracting stylet resides. A fracture was identified between the middle and distal tip segments. It was determined this damage likely occurred during the explant procedure.

Event description:
--